Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm had a sensor error lasting 3 hours. The patient was aware of the cgm error message and did not used blood glucose finger sticks to monitor his glucose while the cgm was not providing readings. Before the patient was able to check his blood glucose, he experienced seizures. The blood glucose reading was 30 mg/dl at that time of the event. An ambulance was called and the patient was taken to the hospital. The patient was treated at the hospital with insulin glargine (lantus) and insulin lispro (humalog). It could not be confirmed why the patient was given insulin following a hypoglycemic event. The patient was admitted to the hospital for one day and was discharged. The patient recovered but the patient´s parent reported that he is very 'sensitive to his readings', the patient will drop very fast from normal to low readings or will 'immediately go high even if he was in low readings few minutes ago.' At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event - correction to remove hospitalization. H6: health effect - impact code - correction to remove code 4607.

Event description:
Subsequent to the initial MDR, additional information was received on 09/27/2022. The patient's mother stated her follow app had not alerted for a sensor error, and she could not confirm it the patient¿s cgm had alerted for the error. Per the parent, the patient recalled a cgm value in the 40s mg/dl, walking into the kitchen, and nothing else until he regained consciousness. After walking into the kitchen, the patient experienced a seizure; there was no value on the cgm or follow app. Emergency medical services (ems) was called and the parents applied a gel-type icing to the patient¿s gums. The patient became more responsive and was given juice. When ems arrived, an IV of dextrose 10 percent in water (d10w) was started and the patient was transported to the emergency department (ed) (a bg was not performed by ems). At an unspecified time, in the ed, the patient¿s bg was 190 mg/dl. His cgm started working again and displayed 70 mg/dl, then decreased to 60 mg/dl; however, no additional glucose was administered. The patient was admitted to the hospital (less than 24-hour admission) and released approximately nine hours later. No additional patient or event information is available.